Event description:
Attempted vacuum assisted delivery due to maternal exhaustion and failure to descend. Force of vacuum applied with "green" zone. Three pulls with two pop offs. Delivery proceeeded to c-section after prolonged deceleration of fetal heart tracing was noted. Infant resuscitated and intubated in delivery room. Transferred to nicu. A seizure was noted and an MRI done which revealed an epidural hematoma. Neurosurgery was performed. During surgery, a skull fracture and subgaleal hematoma were noted. The infant recovered in nicu and was discharted to home at age 7 days.